Event description:
Complainant alleged that during biomed testing,t he device's display showed blurred colors and horizontal lines and was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.